Event description:
Related manufacturer reference number: 2017865-2022-00020. It was reported that the patient presented in clinic. Upon interrogation, the right atrial and right ventricular leads exhibited noise oversensing that led to pacing inhibition. Programming changes were performed. The physician alleged that both leads exhibited clavicular crush. The physician explanted and replaced both leads. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and clavicular crush were not confirmed. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.